Event description:
The family member reported that the customer had high bgs. It was indicated that the customer did not change their infusion set. The customer's bg was running low, but bgs were high at the time of call. Later the contact reported that the customer went into dka over the weekend and was treated at the e.r. Also it was informed that the cannula was bent upon removal.